Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer talisman pfo occluder was selected for implantation using a 9f amplatzer talisman delivery sheath. During the procedure, the right atrial disk of the device was noted to be deformed . The device was removed from the patient. There was no kink or bend noted in the delivery system, and no interaction with cardiac structures. It was attempted to re-shape the device, but it would not take its proper shape. The device was replaced with another 18mm amplatzer talisman pfo occluder, which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that a 9f delivery system was used to deploy the device, larger than the recommended 8 f delivery system per the instructions for use which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.